Event description:
The caregiver states that the unit is on, but no air is coming out. On (B)(6) 2013, the dealer did a concentration test and changed the filters. On (B)(6) 2014, the dealer did a concentration test, but didn't change the filters. We advised the caregiver to contact the dealer to come out and evaluate the unit.